Manufacturer narrative:
The actual single-use sample was received for evaluation. A visual inspection was performed and noted a leak in the bag. Underwater leak testing was performed and also noted the bag had leaked. The reported issue was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 150 ml eva bag leaked at the connection between the tube and the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.